Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 3 FUNCTIONAL MITRAL REGURGITATION (MR) FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, A MITRACLIP BECAME ENTANGLED ON THE SUBVALVULAR APPARATUS. TROUBLESHOOTING WAS PERFORMED UNSUCCESSFULLY AND IT WAS DECIDED THAT THE CLIP WOULD BE IMPLANTED. WHEN THE GRIPPERS WERE DROPPED IT WAS VISUALIZED THAT ON OF THE GRIPPERS WOULD NOT DESCEND. THE CLIP WAS CLOSED AND SUCCESSFULLY DEPLOYED. AN ADDITIONAL MITRACLIP WAS IMPLANTED TO FURTHER REDUCE THE MR. THE PROCEDURE WAS DISCONTINUED, THE FINAL MR WAS REDUCED TO GRADE 1. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED.

Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (MR) for a MitraClip procedure. During the procedure, a MitraClip became entangled on the subvalvular apparatus. Troubleshooting was performed unsuccessfully and it was decided that the clip would be implanted. When the grippers were dropped it was visualized that on of the grippers would not descend. The clip was closed and successfully deployed. An additional MitraClip was implanted to further reduce the MR. The procedure was discontinued, the final MR was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in anatomy was due to procedural circumstances. The reported single gripper actuation issue was likely due to the reported clip caught in anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.